Manufacturer narrative:
There is not enough information to identify the DHR; insert lot number and tip lot number were not provided.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-fg-10s insert, there was no water flow and the insert was getting hot; no injury resulted.